Manufacturer narrative:
Additional information was added to a1, h3, h6 and h10. H10: the sample was received for evaluation. A visual inspection with the naked eye noted the silicone tubing separated from the female connector. There was evidence on the inside of the tubing that the female connector was previously assembled to the tubing. The reported condition was verified. The cause of the condition could not be determined; however, the assembly between the female connector and the tubing is a friction fit and not a solvent bond. A strong tug on the tubing or patient adapter could cause the separation. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the white twist sleeve and silicone tubing of a minicap transfer set. It was further described as "twist sleeve and main light blue body separated from the tubing and was found on the patient's floor". This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. To resolve the issue, the transfer set was replaced. The patient used soap and water for cleaning.there was no report of patient injury, however the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.